Event description:
It was reported that during implant, the helix of the lead would not extend. Several attempts were made unsuccessfully. The lead was not used, and a different lead was implanted during the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.